Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to manufacturer.

Event description:
The customer reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) keypad was not consistently responding to touch as expected. The customer states at times the keypad would not respond at all. The intra-aortic balloon(iab) was removed, and the iabp was labeled and taken to biomed. There was no patient injury or harm and no adverse event reported.